Manufacturer narrative:
Review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a superficial femoral artery procedure, the agiltrac balloon ruptured at 12 atms. A second agiltrac was successfully used to complete the procedure. The lesion was described as heavily calcified and with a lot of plaque. There were no patient adverse sequelae and no additional information available.